Manufacturer narrative:
Additional contact information:(B)(6).

Event description:
Information was received indicating that a cadd legacy 1, mdl 6400, pump was alarming. No adverse patient effects were reported. No additional information is available at this time.